Manufacturer narrative:
Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined.

Event description:
It was reported that there was rust on the needle of bd vacutainer® eclipse¿ blood collection needle, 22 g x 1.25 in. No injury or medical intervention.